Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). The action taken with dianeal was reported as ongoing. On (B)(6) 2012, the patient experienced peritonitis. On the same day, she was hospitalized. The cause of the peritonitis was unknown. Remedial treatment included an injection of piptaz (2.25g, intravenously, twice a day) and an injection of vanconex-cp (1gm, stat, ip).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.